Event description:
Caller reported a malfunction on a pump, with malfunction code malf 15 and fault ID 0x277e. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer if it exceeded 500 mg/dl. Customer technical support (cts) provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood the instructions.